Manufacturer narrative:
(B)(4)

Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the buttons were sticking. There is no reported adverse event with this complaint. This report is made based on the allegation of the tactile changes issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the up and contrast button key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.